Event description:
Info received indicates the casters continue to ratchet from side to side when in brake.

Manufacturer narrative:
The tech found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.